Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 would not complete its cautery cycle. They did not perform the pre test it was working fine for the first 10 minutes or so. Power setting at 3. There was an audible beep but the branch was not being cauterized. The toggle was fully slid backwards. They don¿t believe there is a click but the trigger was pulled fully back to cauterize the branches and working fine until it didn't. Both lights on power supply were illuminated. The device did not shut off after the 15 second activation cycle. The device could not be reactivated after releasing and reengaging the toggle. New cord opened and problem still persisted. New vasoview hemopro 2 device opened and problem was resolved. Small delay to go on bypass because device wasn't functioning. No harm was reported.